Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein both leads were explanted and replaced and two s1 leads were added for existing pain. Effective therapy was restored.